Manufacturer narrative:
The evaluation confirmed the customer's reported issue; after starting the display would be turned off due to a failure of the cr board. A review of the unit's history indicates the unit was sold in may 2014 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed that a customer high flow insufflation unit was returned to the regional repair center for evaluation for a reported "after 10 minutes the device stops running and the warning sounds" during preparation for use. During inspection and testing, after starting up the display panel would turn off. The failure (reportable) was due to a faulty (cr) board. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct the awareness date in section g3. The event was reported by the customer on (B)(6), 2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective main board could not be determined. Olympus will continue to monitor field performance for this device.